Manufacturer narrative:
It was reported that the wheel fell off the unit causing a fall. Pain was reported due to the fall. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
"Front right wheel cracked and the wheel fell off while she was walking with it."